Event description:
It was reported that the implantable cardioverter defibrillator (ICD) possibly delivered inappropriate shocks and anti-tachycardia pacing (atp) as the single chamber device could not determine atrial arrhythmias, and the majority of episodes appeared to be supraventricular tachycardia (svt) with rapid ventricular response (rvr). The ICD system remains in service. No additional adverse patient effects were reported.